Event description:
It was reported that after pre-dilatation with a 3.5 x 15 mm voyager nc, a 3.5 x 23 mm vision stent delivery system (sds) was advanced to the target lesion and the stent was implanted at 9 atmosphere without any issue. After removal of the sds, an unknown substance was observed on the shaft. It was half-translucent, ring form, slightly larger than 1 mm in length. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neo soft; guide cath: nipro 6fr bul3.5. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link vision stent delivery system (sds) noted contrast visible in the inflation lumen and the loosely-folded balloon, which suggests that the device was prepared for use and pressurized during the procedure, as reported. There was a half-translucent unknown tubular material located on the hypotube at the distal end of the strain relief tubing that was 3 mm in length, confirming the reported complaint. Chemical lab analysis results suggest that the foreign material on the shaft resembles a type of tubing material, polyethylene with ethylene vinyl acetate (peva); such material may be similar to tubing used online during the manufacturing procedure, although a conclusive cause cannot be determined. Foreign material can be introduced from accessory devices used during the procedure such as the guiding catheter or rhv. Additional investigation was performed in an attempt to remove the remainder of the material, but it would not advance over the balloon. The sds was then advanced through a 6fr guiding catheter and the unknown tubular material was able to go through the guiding catheter. However, as the sds was being removed, the foreign material got stuck at the tip of the guiding catheter and fell off the balloon. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for foreign material present on the device from this lot, suggesting that there are no lot specific product quality deficiencies. The origin of the foreign material could not be determined.